Manufacturer narrative:
Lot number of reported cuff: er347003.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The aus had fluid loss, there was little to not fluid in the pump. The existing aus was explanted and replaced. There were no further patient complications.